Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event involved a primary plum set, was reported that small amount of fluid noticed on absorbent pad, about 1-2ml fluid leaked; with flow rate of drug concurrently run on b-line with a-line approximately 200-400ml/hr. The medication involved was dexamethasone 8mg. A staff / patient was exposed. There was no reported patient involvement and no harm.